Manufacturer narrative:
Batch review performed on 24 may 2018: lot 120529: (B)(4) items manufactured and released on 08 may 2012. Expiration date: 2017-03-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 25 may 2018 by r&d product manager based on the picture received: several signs can be noted on the neck region, probably due to the revision surgery. No conclusions can be drawn. Clinical evaluation performed by medical affairs (B)(4) on 18 may 2018: six years after primary cementless total hip arthroplasty, the patient reported hip pain. Radiographic image provided shows signs of stress shielding and radiolucent lines are visible in gruen zone 7. Aseptic mobilization of the stem is a possible adverse event after cementless tha. The young age of the patient ((B)(6) year old) at time of primary surgery may have also contributed to this event. The reason of this event cannot be determined.

Event description:
About 6 years after primary the surgeon revised the patient for a constant pain in the leg. The stem was swapped to a quadra-c.